Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal drip and throat irritation. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an external and internal inspection of the device. The manufacturer found unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, light dust-like contamination on the top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer also found potential mineral deposit spots/stains on the bottom blower box, indicating potential water ingress, black, white and brown specs of contamination on the bottom the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirms no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.